Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, acute kidney injury, failure to thrive, and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. The IFU lists right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right ventricular failure, acute kidney injury, and failure to thrive. There was no autopsy performed and the device was not explanted.